Manufacturer narrative:
Insulin pump alarmed motor error during rewinding due to motor encoder signal out of phase. Unable to perform any test due to motor error alarm. The motor was tested outside of the device and passed. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump had received motor error. The customer¿s blood glucose level was 96 mg/dl. The customer reported that they received a motor error alarm. Customer was unable to clear the alarm. Customer was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided in section "date received by manufacturer" with the initial report was incorrect. The correct date is february 8, 2019.